Event description:
It was reported the patient experienced a shocking sensation with the stimulation on. There was no known incident related to the onset of the symptoms. The patient's device was reprogrammed a few weeks ago and had been experiencing the shocking since then. The jolting sensation was felt going down the patient's arm. When the patient called for troubleshooting help triple beeps were heard indicating the lower limit had been reached on the programmer. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).